Event description:
Due to conversion to a new medwatch reporting computer system and the constraints which resulted thereof, this report is late. The customer reported that because the meter was displaying er2 and the battery symbol, customer was taken to the ER where customer was treated with "medication for swelling, IV feeding and medication for finger. No diagnosis was provided by the customer.